Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported "intra prosthetic rupture" diagnosed via ultrasound, "periprosthetic liquid, lymphadenopathies and axillary adenopathies with gel migration" diagnosed via MRI, "lymphadenopathies, migration of silicone gel and adenosis foci birads 3", "retro pectoral prosthesis and intracapsular rupture" diagnosed via ultrasound, "intracapsular rupture, tear or keyhole sign, periprosthetic liquid, free silicone suggesting extracapsular rupture" diagnosed via MRI, "capsular contracture baker grade iii/IV and late seroma". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification g.4: device is not PMA approved. The events for this device are no longer reportable to the FDA as the device is not PMA approved.

Event description:
It has been determined that the events for this record are no longer reportable to the FDA as the device is not PMA approved.